Event description:
It was reported that the camera head had insulation of the supply cable damaged. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water tightness of cable unit, water tightness was lost and camera unit was deteriorated. A root cause could not be identified. Based on the results of the investigation, it was likely that the most probable cause of the reportable malfunction could not be determined. Additionally, the most probable cause was traced to poor watertightness of the cable unit, resulting in loss of water tightness. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.